Event description:
The facility reports the incident occurred adjacent to the pt's bed. The padded knee pad had been removed from the hoist, but not as per operating instructions. This left the foot support in situ and the kneepad support exposed. The sling was attached and the caregivers used the hoist to try and raise the pt from her chair. During this process, it would appear that the pt's feet slipped forwards and she fell onto the kneepad support post, sustaining significant injuries associated with a lower large bowel injury. A sling lifting hoist was used to extricate the pt, who underwent surgery shortly thereafter. MFR.

Manufacturer narrative:
The lifter was evaluated and found to have been modified (kneepad was partly removed). The operating and product care instructions (opi) clearly state how and why the kneepad is to be removed. No indication is made to remove this part for raising - only for walking practice. The kneepad was not removed in the manner described in the opi. These instructions also contain a warning which states, "unauthorized modifications on any arjo ltd. Equipment may affect it's safety [...]" It was indicated in the facility report the kneepad had been partially removed for raising a pt with fused knees. The opi warns about using the lifter on residents only after a satisfactory professional assessment has been carried out. The staff involved appear to be two student nurses. A date of last training could not be given. The opi also warns against use of the lifter until all instructions therein have been thoroughly read and understood. The incident was re-enacted by the MFR. The simulations took into account that the kneepad was missing, the footpad and kneepad mounting were in place, and that the occupant's legs were fused to the effect that the legs could not bend, but otherwise followed the procedures in the opi. Because of the fused knees, the proactive kneepad was removed (not following the opi). With out-stretched legs, the occupant was raised and, during the lift, her feet slipped off the foot plate. Her body propelled forward and she landed on top of the metal kneepad stand. At this position, she was pushed down by her own weight. The MFR concludes the incident occurred due to lift operators neglecting to follow the procedures indicated in the opi, namely: correctly eval, or having a qualified person do so- the occupant/pt before using the lifter. To only make modifications to the lifter that are authorized in the opi. To only use the lifter after having read and understood the opi. To only use the lifter for its intended use. Also, it is possible, though not enough info is available to consider this point proven, that an incorrect size, make, and type of sling was used. The MFR recommends all personnel at the facility that use the lifter be trained to the correct procedures, per the opi. It does not appear that the incident was brought on by (part of) the lifter or sling malfunctioning.